Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2022 with system 1: 442 mg/dl at 5:38 p.m., 87 mg/dl at 5:39 p.m., 105 mg/dl at 5:40 p.m., and 99 mg/dl at 5:42 p.m. It was reported the patient received the following results within 15 minutes on (B)(6) 2022: 35 mg/dl (system 1) at 7:40 and 89 mg/dl (system 2) at 7:40.